Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. No accessories and no clinical logs were available on the data card. Evaluation using a known good multifunction cable (mfc) confirmed the device passed all functional testing. Alog review showed typical activity that supports normal operation. There are instances in the log that suggest the device was in sync mode, charged, but the shock button was not held to complete the discharge. Subsequent activity shows additional charge and shock button presses, with a successful shock delivered and sync mode removed. All other charge events were followed by successful discharges. The device passed testing, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.